Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they went to recharge the implanted neurostimulator last night but couldn't seem to get excellent quality. Patient said they finally got the recharger in place, but then "it would pop out" even though they didn't move. Patient thought they had the paddle in place and then all of a sudden the recharger and controller started feeling very hot (no mention of physically getting harmed), so they took it off and checked, and the recharger cord was kind of back away from the paddle, and a white and blue wire were showing. Agent asked if they felt like the controller battery compartment area was what also felt hot, and patient said no - just the recharger was the problem due to the exposed wires. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Analysis found cable insulation is frayed/peeling away on the donut cable and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.